Event description:
It was reported that the pt was revised due to fracture of the acetabular cage.

Manufacturer narrative:
This product is manufactured by zimmer (B)(4), and distributed by (B)(4) this report will be amended when our investigation is complete.